Manufacturer narrative:
(B)(4)

Event description:
A false negative hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the false negative hcg result.

Manufacturer narrative:
Additionally, please note that this information was submitted under follow-up 1 medwatch report, but a confirmation was not received.

Event description:
As published in the american journal of neuroradilogy 2010 mar;31(3):459-63. In "self-expanding stent for recanalization of acute embolic or dissecting intracranial artery occlusion", s.h. Suh, et al. During off-label use of the enterprise vrd after partial deployment of the enterprise vrd as the initial mechanical maneuver for the recanalization of an acutely occluded vessel there was an inability to recapture the stent. The unsuccessful attempt to recapture the stent was made 120 minutes after initial partial deployment for patient no. 2. The occlusion site was the left internal carotid artery (ica) terminus to a1 and m1 caused by a cardioembolic event. The baseline nih stroke score was 23 with a baseline timi of 0. During the procedure, after the occlusion site was identified a 6f guiding catheter was placed at the distal cervical ica followed by a 3000 units IV heparin bolus and 1000 unit/hr IV infusion. A prowler select plus microcatheter was navigated to distal normal portion of the artery by using a 0.014 guidewire. Then the enterprise was introduced and partially deployed for possible recapture after recanalization.

Manufacturer narrative:
The embolus was entrapped against the vessel wall by the enterprise stent resulting in immediate recanalization (timi 2). Gpiib/iiia antagonist (tirofiban) was administrated due to the lack of antiplatelet premedication, and urokinase was infused for dissolving the embolus entrapped by the stent. After administration of the adjunctive medication the degree of recanalization was further improved to timi 3. After the entrapped embolus was sufficiently resolved on angiogram, recapture of the partially deployed enterprise stent was attempted. The period of time between the initial partial deployment and the attempt to recapture was 180 minutes. The authors report that one possible explanation for the inability to recapture the enterprise is the time between initial partial deployment and attempt to recapture. It was suggested that the longer the stent is partially deployed, the greater is the possibility of microclot deposition within the stent delivery catheter. This may increase friction and difficulty during the recapture of the stent. The stent was fully deployed with maintenance of IV infusion of gpiib/iiia for 24-36 hours post procedure. In addition a loading dose of dual antiplatelet medication including aspirin and clopidogrel was administered and maintained. There was no distal migration or embolization of the entrapped embolus visible on angiogram. Post timi was 3 and nih stroke score was 20 at discharge. Short term follow-up vascular imaging revealed persistent patency of the artery with full expansion of the stent. The prowler select plus microcatheter is not available for analysis and the lot number is not known; therefore a device history record review cannot be completed. As outlined in the instructions for use, the enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of 2.5mm and 4mm. Wide neck is defined as having a neck width 4mm or a dome-to-neck ratio <2. The instructions for use outlines the full deployment of the device after positioning in the vessel. Usage other than the approved labeling may involve risks not described in the labeling. The authors reported that resistance with the enterprise and delivery catheter due to microclot deposition within the catheter may have contributed to the inability to recapture. It is however, noted that tirofiban was administered through the catheter and urokinase was infused. With review of the available information and as reported, the off-label use of the enterprise including prolonged length of time from partial deployment to attempted recapture as well as the entrapment of emboli are procedural factors likely contributing to the inability to recapture the enterprise stent. There is no indication that the event is related to device design or manufacturing process. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00118 and 1058196-2010-00119.